Manufacturer narrative:
Device evaluation - the lens was returned dry, in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found the lens haptic torn and bent. Dimensional evaluation found the lens within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -15.50 diopter, implantable collamer lens in the patient's left eye (os) on the morning of (B)(6) 2017. Excessive vaulting and high iop was noticed and was explanted later that evening. The patient's post-op bcva was 20/40.